Event description:
It was reported that difficulty removing an ancillary device occurred resulting in damage to that device. A percutaneous coronary intervention of the 70% stenosed and significantly calcified proximal saphenous vein graft (svg) was performed. A 3.50 x 32mm synergy megatron was advanced to the target lesion, inflated at 14 atmospheres, and deployed, but difficulty removing the delivery system occurred. The balloon was deflated and because the device was a larger size and longer size, extra time was given before removing the stent delivery system (sds). During removal, the device was pulled negative, and left it in that position. A guidezilla was moved forward in an attempt to remove the sds, but was unable to retrieve it in the guide extension or the guide. There was no guide support due to the takeoff of the svg from the aorta, which was noted to have definitely contributed to the resistance. It was noted that it felt sticky. The guide was pulled to a more superior orientation and at that point, the proximal part of the stent stretched a few millimeters into the aorta. It was noted that by moving the orientation of the guide, with the sds most likely still in the vessel and just a little bit out in the aorta, it created a lot of resistance and stretched the stent, resulting in a few millimeters of stent struts in the aorta. The guide extension catheter was removed and the sds was finally able to be retracted into the guide and removed. It was noted that after removal of the sds, issues occurred while inserting and removing other products. Other balloons, and intravascular ultrasound (ivus) catheters were also difficult to insert, but especially difficult to remove. The procedure was successfully completed and no patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the guidezilla ii 6f guide extension catheter. The shaft, collar, and tip were microscopically and visually examined. Blood was present on the outside and inside of the device. Inspection of the device presented no damage or irregularities. The ID (inner diameter) of the collar and tip were measured and the ID was within specification. The stent delivery system (sds) used with the guidezilla ii device was not returned for product analysis, so a test 4.0mm sds was used for functional testing. The sds was able to be inserted and withdrawn from the guidezilla device with no resistance or issues. Product analysis did confirm the reported event, as there was no damage or irregularities to the device and the device passed functional testing; however, the clinical circumstances could be replicated.

Event description:
It was reported that difficulty removing an ancillary device occurred resulting in damage to that device. A percutaneous coronary intervention of the 70% stenosed and significantly calcified proximal saphenous vein graft (svg) was performed. A 3.50 x 32mm synergy megatron was advanced to the target lesion, inflated at 14 atmospheres, and deployed, but difficulty removing the delivery system occurred. The balloon was deflated and because the device was a larger size and longer size, extra time was given before removing the stent delivery system (sds). During removal, the device was pulled negative, and left it in that position. A guidezilla was moved forward in an attempt to remove the sds, but was unable to retrieve it in the guide extension or the guide. There was no guide support due to the takeoff of the svg from the aorta, which was noted to have definitely contributed to the resistance. It was noted that it felt sticky. The guide was pulled to a more superior orientation and at that point, the proximal part of the stent stretched a few millimeters into the aorta. It was noted that by moving the orientation of the guide, with the sds most likely still in the vessel and just a little bit out in the aorta, it created a lot of resistance and stretched the stent, resulting in a few millimeters of stent struts in the aorta. The guide extension catheter was removed and the sds was finally able to be retracted into the guide and removed. It was noted that after removal of the sds, issues occurred while inserting and removing other products. Other balloons, and intravascular ultrasound (ivus) catheters were also difficult to insert, but especially difficult to remove. The procedure was successfully completed and no patient complications resulted in relation to this event.